Event description:
Info received indicates the weld broke where the actuator and knee support pad connects to the mast.

Manufacturer narrative:
The account replaced the broken part to repair the lift.